Manufacturer narrative:
The catheter was returned, and analysis found the catheter body was broken and the anchor was broken. All previously reported conclusion, method, and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 750 mcg/day) and bupivacaine (20 mg/ml at 7.5 mg/day) via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. It was reported that the patient had increased pain beginning on (B)(6) 2019. The catheter failed a catheter dye study on (B)(6) 2019. The catheter had migrated out of the intrathecal space. The patient was taken to surgery on (B)(6) 2019. It was noted that the suture had cut through the anchor and the catheter migrated out of the intrathecal space. The physician repaired the csf (cerebrospinal fluid) leak; removed the existing spinal segment of the catheter; and replaced it with a new spinal segment. The issue was resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was catheter dislodgement. An abnormality was detected from the dye study on (B)(6) 2019. It was noted the catheter was dislodged and coiled in the subcutaneous tissue. On (B)(6) 2019 surgical intervention occurred where the catheter was explanted/replaced. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019 it was noted the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairments to a body structure or a body function. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.